Manufacturer narrative:
The reported event of the occluder deploying deformed could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of the device deforming in a cobra shape could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. An initial review of complaints data was reviewed on 30 october 2020 as a component of the complaint handling risk review per (B)(4). The medical device problem, and aho codes are consistent with the hazards/harms identified for this product family, and no new hazards or harms were identified.

Event description:
On (B)(6) 2020, a 28mm asd was not able to retain original shape of device right after deployment. Device deployed in a cobra shape. It was replaced with a non-sjm device, and the procedure was completed. The patient remained stable throughout the procedure.